Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device was analyzed and revealed that there was an alert for low battery voltage - rrt (recommended replacement time). Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device had a short longevity in two years. The device was explanted and replaced. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) - the device was returned, analyzed and analysis revealed that the device met 80% of the expected longevity.